Manufacturer narrative:
The affected device was not returned for investigation and the root cause for the event can therefore not be determined. Based on statistical evaluation, there is no indication for any systematic product related issue.

Event description:
During surgery, the drill was broken. However, the broken piece was removed from patient. There was no injury or intervention required due to this event.